Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited myopotential over-sensing. No intervention was performed. There were no patient consequences.